Event description:
Physician reported left side "rupture". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on radius assessed as fold flaw opening. Additional observations: stress marks observed. Crease fold observed. Wear abrasion observed. Dark ring observed. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Physician reported, left-side rupture. Additionally, reason for examination on imaging report indicated, ¿multiple lumps on both breasts" and ¿left breast biopsy showed fibroblast. Device has been explanted.